Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate drainage to treat cholecystitis during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent was pulled too much towards the duodenal side, causing a temporary gastrointestinal obstruction due to the duodenal-side flange. As the cholecystitis improved, the stent repositioned itself correctly and there was an immediate drainage. The gastrointestinal obstruction was naturally relieved. It was reported that the physician felt comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: the excessive traction is attributed to operator technique. It was reported that this may have resulted from the operator's belief that the device needed to be pulled firmly toward them. However, per the axios stent and electrocautery- enhanced delivery system instructions for use (IFU), the deployment should not be performed forcefully, as excessive retraction may pull the stent out of the target structure or result in poor positioning of the stent first flange. Therefore, the stent was used against the IFU.

Manufacturer narrative:
Block b5: updated event description, including user error information. Block d4, h4: the complainant was unable to provide the complaint device lot number. We are unable to provide the device manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning. Stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. The device was not returned for analysis; therefore, a technical analysis could not be performed. The code of device use of device issue - user error could be confirmed as it was reported that from the operator's belief that the device needed to be pulled firmly toward them; however, the axios stent and electrocautery- enhanced delivery system instructions for use (IFU), the deployment should not be performed forcefully, as excessive retraction may pull the stent out of the target structure or result in poor positioning of the stent first flange. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labelling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. We are unable to provide the device manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to facilitate drainage to treat cholecystitis during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent was pulled too much towards the duodenal side, causing a temporary gastrointestinal obstruction to the duodenal-side flange. As the cholecystitis improved, the stent repositioned itself correctly, and the gastrointestinal obstruction was naturally relieved. There were no patient complications reported as a result of this event.